Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information to date after calls to customer (B)(6) 2022 and (B)(6) 2022. UDI #: (B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was a malfunction resulting in high agent output. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available.